Event description:
In 2009, initial surgery was done with versa femoral ten for right femoral fracture. Two weeks later, the patient had a pain. It was found through x-rays that the distal screw was broken. Two days later, another surgery was done to remove the product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.